Manufacturer narrative:
A photo was returned showing the drip chamber bag spike inserted into the dry spike adaptor. There was no leakage observed in the photo provided. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review was performed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional reporter information: (B)(6).

Event description:
An event involved a 14 appx 8.0 ml, quinfuse add-on set, bag spike, 5 clamps, dry spike adapter reported leakage from the end of administration set. Event was noted during infusion. An unknown chemo drug was involved in the event. There was no bleed back reported. The product is not a biohazard, and the device was not reprocessed/re sterilized. There was patient involvement but no patient harm. There was no delay in critical therapy. This report captures ten occurrences involving the same device model. No additional identifying information was available for any of the devices.